Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window, cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer reported that the blood glucose has been high. Customer's blood glucose was 16.1 mmol/l. Customer stated that she was not on new medication but she is taking antibiotic. Customer's nurse suggested that there could be a bad batch of insulin. Reviewed bolus wizard. It was found that buttons were not responding while reading the alarm history. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.